Event description:
In 2009, boston scientific corp was informed that during a procedure, a resolution clip device clip would not release from the catheter and would not open or close. The procedure was completed with a second resolution clip device without any pt complications.